Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors did not appear to be externalized. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During routine device replacement, fluoroscopy was performed and the physician alleged externalization on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.